Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that fault code 1005 was triggered due to out of range shock impedance measurements when it comes to this device and competitor lead. A follow up took place and several lead measurements were checked in different positions and while the patient exercised, but no issues were noted. It was noted that inappropriate shock was also delivered due to a low ventricular tachycardia (vt) zone, thus all vt zones were turned off. Boston scientific technical services (ts) recommended evaluating the system and lead integrity. Ts noted that as the system may not be able to deliver shock should the patient need one, considering a replacement of the device and lead system should be discussed. Ts further discussed the fault triggered by the device suggests minimal energy is being delivered to the patient and the system is likely damaged or disconnected. Ts noted that after the programmer clears the fault, the programmed therapy is restored. At this time the device remains implanted. No adverse patient effects were reported.